Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ("ectopic pregnancy"), device dislocation ("migration of the essure device") and genital haemorrhage ("heavy bleeding") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required) and experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("painful menstrual cycle") and pelvic pain ("chronic pain"). The patient was treated with surgery (she had surgery to remove the essure implant). Essure was removed in 2016. At the time of the report, the ectopic pregnancy with contraceptive device, device dislocation, genital haemorrhage, dysmenorrhoea and pelvic pain outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered device dislocation, dysmenorrhoea, ectopic pregnancy with contraceptive device, genital haemorrhage and pelvic pain to be related to essure. The reporter commented: patient need for additional surgery. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-feb-2019: quality safety evaluation of ptc. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('breakage'), ectopic pregnancy with contraceptive device ('ectopic pregnancy'), device dislocation ('migration of the essure device/ migration'), genital haemorrhage ('heavy bleeding/ general abnormal bleeding') and menorrhagia ('menorrhagia (heavy menstrual bleeding)') in a female patient who had essure inserted for and female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("painful menstrual cycle/ dysmenorrhea (cramping)"), pelvic pain ("chronic pain/ pelvic pain"), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia (seriousness criterion medically significant), metrorrhagia ("metorhagia (bleeding b/w periods)"), iron deficiency anaemia ("anemia") and urinary tract infection ("uti") and was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). The patient was treated with surgery (she had surgery to remove the essure implant). Essure was removed in 2016. At the time of the report, the device breakage, ectopic pregnancy with contraceptive device, device dislocation, genital haemorrhage, dysmenorrhoea, pelvic pain, abdominal pain, dyspareunia, menorrhagia, metrorrhagia, iron deficiency anaemia and urinary tract infection outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered abdominal pain, device breakage, device dislocation, dysmenorrhoea, dyspareunia, ectopic pregnancy with contraceptive device, genital haemorrhage, iron deficiency anaemia, menorrhagia, metrorrhagia, pelvic pain and urinary tract infection to be related to essure. The reporter commented: patient need for additional surgery. Discrepancy noted in removal date- (B)(6) 2014. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-sep-2019: plaintiff fact sheet received : reporter information, patient details and product indication updated. Events added-abdominal pain, dyspareunia, menorrhagia, metrorrhagia, iron deficiency anaemia, urinary tract infection. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('breakage'), ectopic pregnancy with contraceptive device ('ectopic pregnancy'), device dislocation ('migration of the essure device/ migration'), genital haemorrhage ('heavy bleeding/ general abnormal bleeding') and menorrhagia ('menorrhagia (heavy menstrual bleeding)') in an adult female patient who had essure (batch no. B40019) inserted for and female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria hospitalization, medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("painful menstrual cycle/ dysmenorrhea (cramping)"), pelvic pain ("chronic pain/ pelvic pain"), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia (seriousness criterion medically significant), metrorrhagia ("metorhagia (bleeding b/w periods)"), iron deficiency anaemia ("anemia") and urinary tract infection ("uti") and was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). The patient was treated with surgery (she had surgery to remove the essure implant). Essure was removed in 2016. At the time of the report, the device breakage, ectopic pregnancy with contraceptive device, device dislocation, genital haemorrhage, dysmenorrhoea, pelvic pain, abdominal pain, dyspareunia, menorrhagia, metrorrhagia, iron deficiency anaemia and urinary tract infection outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered abdominal pain, device breakage, device dislocation, dysmenorrhoea, dyspareunia, ectopic pregnancy with contraceptive device, genital haemorrhage, iron deficiency anaemia, menorrhagia, metrorrhagia, pelvic pain and urinary tract infection to be related to essure. The reporter commented: patient need for additional surgery. Patient was hospitalized for the event breakage. Lot number: b40019, manufacturing date: 2013/05, expiration date: 2016/05. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 1-mar-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('breakage'), ectopic pregnancy with contraceptive device ('ectopic pregnancy'), device dislocation ('migration of the essure device/ migration'), genital haemorrhage ('heavy bleeding/ general abnormal bleeding') and menorrhagia ('menorrhagia (heavy menstrual bleeding)') in an adult female patient who had essure (batch no. B40019) inserted for and female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria hospitalization, medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("painful menstrual cycle/ dysmenorrhea (cramping)"), pelvic pain ("chronic pain/ pelvic pain"), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia (seriousness criterion medically significant), metrorrhagia ("metorhagia (bleeding b/w periods)"), iron deficiency anaemia ("anemia") and urinary tract infection ("uti") and was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). The patient was treated with surgery (she had surgery to remove the essure implant). Essure was removed in 2016. At the time of the report, the device breakage, ectopic pregnancy with contraceptive device, device dislocation, genital haemorrhage, dysmenorrhoea, pelvic pain, abdominal pain, dyspareunia, menorrhagia, metrorrhagia, iron deficiency anaemia and urinary tract infection outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered abdominal pain, device breakage, device dislocation, dysmenorrhoea, dyspareunia, ectopic pregnancy with contraceptive device, genital haemorrhage, iron deficiency anaemia, menorrhagia, metrorrhagia, pelvic pain and urinary tract infection to be related to essure. The reporter commented: patient need for additional surgery. Patient was hospitalized for the event breakage. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-feb-2021: essure lot number and expiration date added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('breakage'), ectopic pregnancy with contraceptive device ('ectopic pregnancy'), device dislocation ('migration of the essure device/ migration/feels essure moving around sometimes'), genital haemorrhage ('heavy bleeding/ general abnormal bleeding') and heavy menstrual bleeding ('menorrhagia (heavy menstrual bleeding)') in an adult female patient who had essure (batch no. B40019) inserted for and female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included cholecystectomy in (B)(6) 2016, ventral hernia repair in (B)(6) 2016, ankle operation in (B)(6) 2001, obesity, hypertension, neuropathy, sleep apnea, cesarean section ((B)(6) 2002, (B)(6) 2010), gastric bypass, menarche, multigravida, parity 2 (2002, 2010), abortion spontaneous and urticaria drug-induced. Previously administered products included for an unreported indication: hydrocodone-acetaminophen. Concomitant products included diphenhydramine hydrochloride, losartan potassium (cozaar), pantoprazole sodium sesquihydrate (pantoprazole sodium), venlafaxine hydrochloride (effexor), vitamin d nos (vitamin d) and vitamins nos (multivitamins). On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria hospitalization, medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("painful menstrual cycle/ dysmenorrhea (cramping)"), pelvic pain ("chronic pain/ pelvic pain"), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), heavy menstrual bleeding (seriousness criterion medically significant), intermenstrual bleeding ("metorhagia (bleeding b/w periods)"), iron deficiency anaemia ("anemia"), urinary tract infection ("uti") and complication of device insertion ("essure not able to place in one of her tubes (right tube) due to scar tissue") and was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). The patient was treated with surgery (she had surgery to remove the essure implant). Essure was removed on (B)(6) 2017. At the time of the report, the device breakage, ectopic pregnancy with contraceptive device, device dislocation, genital haemorrhage, dysmenorrhoea, pelvic pain, abdominal pain, dyspareunia, heavy menstrual bleeding, intermenstrual bleeding, iron deficiency anaemia, urinary tract infection and complication of device insertion outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered abdominal pain, complication of device insertion, device breakage, device dislocation, dysmenorrhoea, dyspareunia, ectopic pregnancy with contraceptive device, genital haemorrhage, heavy menstrual bleeding, intermenstrual bleeding, iron deficiency anaemia, pelvic pain and urinary tract infection to be related to essure. The reporter commented: patient need for additional surgery. Patient was hospitalized for the event breakage. Essure successfully placed only on one side 2014. Discrepancy noted as essure removal date (B)(6) 2016. Birth control essure done on (B)(6) 2014-not able to place in one of her tubes due to scar tissue. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2017: a. Intrauterine device, removal b. Bilateral fallopian tubes and left essure device c. Right ovarian cyst biopsy d. Endocervical curettings e. Endometrial curettings gross description this case is received in five parts. Specimen a received labeled "iud (gross)" consists of a pale white pliable iud. No adherent soft tissue is identified. This is for gross only. Specimen b received labeled "bilateral tubes and left essure" consists of two red-tan fimbriated fallopian tubes, one of which displays metallic coiled wiring consistent with essure. The fallopian tube without the essure (right) is 4.5 cm in length x 0.6 cm in diameter. Sectioning reveals a pinpoint lumen. Representative sections are submitted in cassette b1. The red-tan fimbriated fallopian tube with the essure (left) is 5.3 cm in length x 0.5 cm in diameter. Sectioning reveals a pinpoint lumen. Representative sections are submitted in cassette b2 specimen c received labeled "right ovary cyst biopsy" consists of three unoriented red-tan tissue fragments measuring 0.8 to 1.4 cm in greatest dimension. The specimen is entirely submitted in cassette c.. Lot number: b40019. Manufacturing date: 2013/05. Expiration date: 2016/05. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 27-jan-2022: mr received. New event added: device insertion failed. Reporters, concomitant drugs, medical history were added. Removal date was updated. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ("ectopic pregnancy"), device dislocation ("migration of the essure device") and genital haemorrhage ("heavy bleeding") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required) and experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("painful menstrual cycle") and pelvic pain ("chronic pain"). The patient was treated with surgery (she had surgery to remove the essure implant). Essure was removed in 2016. At the time of the report, the ectopic pregnancy with contraceptive device, device dislocation, genital haemorrhage, dysmenorrhoea and pelvic pain outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered device dislocation, dysmenorrhoea, ectopic pregnancy with contraceptive device, genital haemorrhage and pelvic pain to be related to essure. The reporter commented: patient need for additional surgery. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.